Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to infection.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. One other report was found against the d14083331 screw. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. X-rays and photography were reviewed, no conclusions regarding the reported infection can be drawn from the review. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received the investigation will be reopened.